Manufacturer narrative:
Pump performed within specifications. Cuff performed within specifications. Balloon performed within specifications. Tubing had o.r. Damage.

Event description:
Reason indicated as "malfunctioned." Information received on 4/14/97 indicates reason as erosion, right side of urethra.